Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was dislodged. No intervention was performed. The patient was in stable condition.